Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that black hair was observed in the filter of an administration set for blood/blood derivatives before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified a hair in the top part of the chamber outside the filter. A good manufacturing practices refresher training was provided to all the operators at the plant after the manufacture of this lot. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.